Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 2-1 and 2-2 were not detected on the communication bus due to a faulty controller at the station. A field service engineer replaced the module controller and the station pyxibus cable to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawers 2-1 and 2-2 failed and were not detected on the communication bus, which hindered users from accessing medication for a patient. This incident did not result in any delays in dispensing medication to the patient since the customer loaded medications in these drawers into alternative drawers. However, the user successfully retrieved the medication from another station. There were no adverse events or injuries reported based on this event.